Event description:
This customer was arranging for repair of the defibrilaltor for a condition found while testing, of double beeps and lines across the screen at power-up, when they mentioned a previous patient involved incident as follows: during an incident involving a male patient with chest pains, this defibrillator was being used with monitoring pads to monitor the pt and after a couple of mins it just shut off. The pt was transported to a hospital and is doing okay. The customer stated that the defibrillator worked properly with defib pads and the problem was only noted with monitoring pads.